Event description:
Reportedly during prep of the device, the stent was noted to be loose. The device was not used in the patient. Another 3.0 x 23 mm rx vision was used to complete the procedure. No patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors that can contribute to an unstable or loose stent prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal or handling of the stent during device preparation. Ultimately, return of the stent delivery system may have aided the investigation in determining a cause for the reported complaint. A review of the product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported loose stent cannot be determined. To ensure this type of occurrence is not related to a potential product deficiency, all stent delivery systems are 100% visually inspected online for stent damage, stent placement and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also destructively tested for stent movement to verify stent security.